Manufacturer narrative:
Event was previously reported under MFR # 2916596-2019-05721. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was patient had a stroke (left postcentral gyrus) on (B)(6) 2019.

Event description:
It was reported that the patient had a left postcentral gyrus stroke. A head computed tomography (cth) scan showed no acute hypostroke. A cth 24 hours post stroke showed left post central gyrus stroke. It was noted that the patient had ataxia and upper extremity weakness. It was planned for the patient to continue to be monitored in terms of hydration, blood pressure management, blood thinners at goal and scd's while in bed. No additional information was provided.

Manufacturer narrative:
Section b2: correction section b5: additional information manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.